Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That two (2) prestige atra grasper dbl-act 5mm (item # 8360-10) devices were used during a procedure performed on (B)(6) 2022. According to the complainant, during fibroid retrieval, the grasper jaws broke. The procedure was continued using a second prestige grasper, but the same issue recurred; jaw breakage observed. The complaint devices have been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event. However, a surgical delay of ten (10) minutes was noted. The malfunction is filed under aic reference (B)(4). Reference associated medwatch report # 2916714-2022-00113.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Investigation complete.